Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Downstream occlusion (dso) seal was degraded. Functional testing performed. The customer's problem was duplicated. The root cause was the defective dso sensor. Replaced the dso sensor to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not detect the cassette. The product fault occurred during the pre-test. There was no patient involvement, and no patient harm/adverse event reported.